Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise, oversensing and pacing inhibition and greater than two seconds of asystole for the patient. The patient had been having syncopal episodes. An insulation issue was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced.